Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.